Event description:
The customer reported that the self test failed.

Manufacturer narrative:
(B)(4). The customer reported that the self test failed. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.